Event description:
It was reported that a revision was performed due to pain and scar tissue.

Manufacturer narrative:
.

Event description:
It was reported that a second revision was performed on (B)(6) 2015.

Manufacturer narrative:
.

Manufacturer narrative:
There was no revision of the concomitant products.

Event description:
It was reported the devices were not revised, only surgical debridement was performed.

Manufacturer narrative:
This complaint was captured for the additional flushing of a wound; therefore no product was removed or will be returned. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. No further actions are being taken at this time.